Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in severely tortuous and severely calcified iliac artery. A 5.0mmx100mmx150cm sterling balloon catheter was advanced for dilatation. However, during the second inflations at 14 atmospheres in 30 seconds the balloon was ruptured. The device was removed without any problem and the procedure was completed with different device. There were no patient complications nor injuries reported. The patient status was good.

Manufacturer narrative:
(B)(6).